Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the display on the unit was blank and "?" Was displayed on the central control monitor (ccm). As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) placed the pump in cold chamber overnight. Attached the pump to lab-use only (luo) power supply utilizing luo netcon cable and powered on. A question mark symbol appeared on the central control monitor (ccm) and the pump would not power on. Power supply voltages were present and stable. Configured pump and ccm to known perfusionist techniques and ran for six hours. Observed pump to function and communicate properly with ccm. No loss of power or question mark symbol on ccm. Cold chamber test was again performed and observed pump to function as intended, indicating an intermittent response to cold. The generic board was replaced with luo generic board, the pump functioned as intended. Cold chamber testing was repeated three times utilizing luo generic board and powered on and observed pump to function as intended. Reinstalled the user facility's generic board and repeated cold chamber testing three times, observing power up failure one out of three times indicating the user facility's generic board is intermittently cold sensitive. The service repair technician (srt) replaced the pump pod. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.